Manufacturer narrative:
The lesion was post-dilated after stent implantation with an unknown balloon. No thrombus was noted post deployment. This is the initial and final report for this complaint device. The exact date of the event is unknown; the event occurred in (B)(6) 2013. Therefore, the event and implant date will be provided as (B)(6) 2013. The gender of the patient is unknown. Concomitant medications: neosynedine was given during the procedure. Post-procedure medications included dopamine and risumic. Complaint conclusion: it was reported by the affiliate that immediately after stenting of the right internal carotid artery with a precise pro rx stent, the patient developed bradycardia and hypotension. Neosynedine administration was conducted (a kind of vasopressor) and the procedure was continued with technical success. After the procedure, the patient continuously developed bradycardia and temporary pacing was working. Hypotension also continued and dopamine drip was initiated. Three days after the procedure, the patient recovered from the bradycardia and temporary pacing was removed from the patient. Risumic administration was started as doa was stopped. Five days after the procedure, hypotension was resolved and risumic was stopped, and the patient was discharged. The patient is currently in stable condition. The target lesion had 80%< stenosis with calcification. The patient was asymptomatic. The patient underwent carotid artery stenting (cas) procedure with temporary pacing. Proximal protection method (parodi method) was chosen for the procedure and pre-dilatation was conducted. A precise stent was placed at the lesion. Immediately after stenting, the patient developed bradycardia and hypotension. Physician's comments: "stent placement to strong calcification might cause this prolonged hypotension and bradycardia." The patient has a medical history of an old myocardial infarction (mi), hypertension, and hyperlipidemia. The product was not returned for analysis as it remains implanted. A review of the manufacturing records could not be conducted without a lot number. Hypotension and bradycardia related to carotid stenting is usually related to baro-receptor stimulation. Baroreceptors detect the amount of stretch of the blood vessel walls, and send the signal to the nervous system in response to this stretch, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
It was reported by the affiliate that immediately after stenting of the right internal carotid artery with a precise pro rx stent, the patient developed bradycardia and hypotension. Neosynedine administration was conducted (a kind of vasopressor) and the procedure was continued with technical success. After the procedure, the patient continuously developed bradycardia and temporary pacing was working. Hypotension also continued and dopamine drip was initiated. Three days after the procedure, the patient recovered from the bradycardia and temporary pacing was removed from the patient. Risumic administration was started as doa was stopped. Five days after the procedure, hypotension was resolved and risumic was stopped, and the patient was discharged. The patient is currently in stable condition. The target lesion had 80%< stenosis with calcification. The patient was asymptomatic. The patient underwent carotid artery stenting (cas) procedure with temporary pacing. Proximal protection method (parodi method) was chosen for the procedure and predilatation was conducted. A precise stent was placed at the lesion. Immediately after stenting, the patient developed bradycardia and hypotension. Physician's comments: "stent placement to strong calcification might cause this prolonged hypotension and bradycardia." No other cordis devices were used during the procedure when the event occurred. The product was stored and handled according to the IFU. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. There was no thrombus present to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation with an unknown balloon. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent fully expanded with good wall apposition.